Manufacturer narrative:
The explanted ipg will not be returned as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. It was mentioned that the ipg become very loose inside the pocket, it was moving around, and felt like it might be flipped. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference. The patient was reportedly doing well postoperatively.